Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted during surgery in 2009, around 1800. The patient went back to surgery three times with iab in place & catheter had been working fine. The last time patient was taken back to surgery, catheter was working fine until they were moving patient from operating room table to cart, to return patient to unit. When they got to unit they noted that gas drive tubing was full of blood. They removed iab & they noted that balloon membrane was at least half full of blood. Clinical nurse specialist tried to locate possible hole in balloon, but could not find a hole. They then removed balloon membrane from catheter because they suspected a possible central line fracture. They then tried to flush central lumen & blood came out around the bifurcation of iab. They have since cut central lumen & tried to see if fracture was in the bifurcation, but were unable to identify location of fracture. They next contacted the clinical support specialist for troubleshooting assistance. Catheter was full of blood by 5:10 am the following day.